Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she experienced low blood glucose levels. The insulin pump alarmed weak battery. Customer's blood glucose level was 31 mg/dl. The customer treated her blood glucose level with food and glucose tablets. The device was not returned.